Event description:
On (B)(6) 2012, this patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that during the procedure, the physician was deploying the tag device and put pressure on the delivery device while deploying the graft; the graft deploying proximal of the intended landing site covering the carotid artery. A gore viabahn ((B)(4)) device was used to obtain patency in the carotid artery. Patency was achieved and the patient tolerated the procedure. On an unknown date and cause is unknown, the patient expired.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regard to the event. The surgeon felt patient x-rays and implant alignment were satisfactory. He suspected lateral osteophyte overhang as the cause of the patient's pain, and did not feel the need for revision was related to the patellofemoral component he explanted.